Event description:
It was reported that this patient with a right ventricular (rv) lead received six inappropriate shocks and anti-tachycardia pacing (atp) in four separate episodes. Additionally, it was noted there was farfield oversensing on the right ventricular channel and impedances show a sudden change from a few months ago. Technical services recommended to perform a thorax x-ray to check the lead position as well as troubleshooting and reviewing lead measurements. The patient did not experience any pacing inhibition. At this time, the lead remains in service. No additional adverse patient effects were reported.